Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device had inappropriate atrial tachycardia response (atr) episodes due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, this device remains in service and there were no adverse patient effects reported.